Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No additional event or patient information is available. No product was provided for evaluation. The confirmation of the complaint is not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.